Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The 90% stenosed, 38mm in length target lesion was located in the seriously tortuous, calcified and 3.5mm in diameter left anterior descending artery. Pre-dilatation was performed using a 2.5x12mm quantum maverick and a 3x15mm balloon catheter but the mid part of the lesion was not inflated. The physician then used a rotablator to expand the lesion at a speed of 180000 revolutions per minute. A 3.50 x 38mm synergy¿ drug-eluting stent was then advanced with a guidezilla guide catheter extension as a support. However, during withdrawal, the shaft was fractured and the broken part could not be removed. The patient was then sent to surgery for the removal of the broken fragment. No further patient complications were reported and patient's status was stable.